Event description:
Report received of an independent rate change while the pump was in use. In 2003 at 1930, channel a of the pump was programmed to deliver 2l of hyperalimentation at a rate of 70ml/hr to an ICU pt being treated with a ventilator. Channels b and c were not in use at the time of the event. At 2030, the nurse returned to the pt's room in response to the pump sounding an unspecified alarm. The nurse reported that the display was flashing "999ml/hr" and displayed that "0ml infused". Based on the remaining solution in the container, the nurse determined that 1300ml was infused in one hour. The infusion was discontinued, the physician was notified and the pt was treated with regular insulin based on a sliding scale. There was no reported adverse pt sequelae related to this event. There was also no report of cell phone usage in the pt's room at the time of the event. Though requested, no further info was available.